Manufacturer narrative:
The device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that a magnet was not used during a non-device related medical procedure with this cardiac resynchronization therapy defibrillator (crt-d) as a result the device exhibited noise, oversensing and pacing inhibition for approximately 5 to 6 seconds. There was also anti-tachycardia pacing (atp) and two inappropriate shocks delivered. No adverse patient effects were reported.